Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and cine hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save patient cine run data. No patient serious injury or death was reported related to this event.